Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2003v and the haptic tore while advancing. The lens was not implanted and there was no pt contact or injury. The contact stated the cause of the lens damage was unk. Also, the contact could not recall the model and lot numbers of the cartridge and injector used.